Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: opening on anterior and broken plug strap. Leak test and microscopic analysis was performed which identified: striated opening on anterior, crease fold and sharp broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. A sharp pattern on the plug strap of broken device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.